Manufacturer narrative:
(B)(4). The device was returned to baxter product analysis lab (pal). Evaluation results indicate: no failure, malfunction or increased intraperitoneal volume (iipv) events were found in the event history log review that could have caused or contributed to the reported issue. The pal evaluated the device and no device failure or malfunction was identified that could have caused or contributed to the home patient passing away. The reported issue was not confirmed. The assignable cause was undetermined.

Event description:
A customer contacted baxter (B)(4) technical service center regarding the death of a home patient (hp) that occurred while the patient was on the homechoice (hc) device. A (B)(6) police officer stated that he was calling from the home of the patient. The patient had expired. The officer indicated the coroner requested the machine be evaluated to be sure that it's working properly. The technical service representative (tsr) arranged for pickup. The officer did not give any further information. Reportedly the patient was in drain 5 of 6 when he expired.

Manufacturer narrative:
(B)(4). The device is being returned for evaluation. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.